Event description:
It was reported that a spectrum pump was alarming constantly for a downstream occlusion. It was also stated that the pump will not auto restart after clearing the occlusion. There was no pt involvement and no further info was provided.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The eval was able to confirm and reproduce the constant downstream occlusion alarm. It was determined that the downstream sensor current readings, with a fluid filled set loaded, were above spec. This allowed the pump to alarm constantly for a downstream occlusion. The false downstream occlusion does not allow the pump to auto-restart. As a result, the force sensor flex assembly was replaced.